Manufacturer narrative:
Our field service engineer investigated the ventilator. It was reported that the ventilator failed internal leakage test during pre-use check. The investigation found water condensation in the filter of the air gas module. The problem was solved by cleaning and drying the air gas module and replacing the filter. The ventilator after that passed all functional, safety, and electrical tests to factory specification. The ventilator was cleared for clinical use and returned to customer. According to the user's manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. The most probable source of moisture/water into a gas module is moisture from the hospital's gas supply system and/or external compressor. The root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).